Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was securely crimped and attached to the proximal balloon end. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched out over the distal tip of the device. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 32 synergy stent was selected for use to treat the lesion; however, the physician noted that the stent was wrapped incorrectly around the balloon. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 32 synergy stent was selected for use to treat the lesion; however, the physician noted that the stent was wrapped incorrectly around the balloon. No patient complications were reported. This product is only ous approved but is similar to an approved us device.